Manufacturer narrative:
Additional phone # provided: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the unit fell apart as she was drawing blood from a patient. The following information was provided by the initial reporter. The customer stated: "it was reported that needle feels dull for venipuncture. Statement in customer email: two of my fcs clinics, (B)(6) are having issues with the 21g butterfly needle. They said they are having a hard time penetrating the skin. The needle feels really dull. One of the phlebotomists, (B)(6) from (B)(6) , said the unit fell apart as she was drawing blood from a patient.¿

Manufacturer narrative:
H6: investigation: bd received a total of 153 customer samples for review and analysis, 152 for lot 2019828 and 1 for lot 2019829. To investigate the customers alleged failure modes of needle point integrity (painful venipuncture) and barrel separation, the following tests were performed: a visual examination was conducted on the 77 customer samples from lot 2019828 for needle point integrity and, all customer samples passed testing with no evidence of poor needle point integrity. 30 retention samples from the bd inventory for lots 2019829 and lot 2019828 were visually inspected for needle point integrity and all samples passed testing with no evidence of poor needle point integrity. 25 customer samples for lot 2019828 were subjected to a cannula angulation test to determine if the cannulas were bent and all samples passed testing showing no evidence of bent cannulas. 20 customer samples for lot 2019828 were subjected to a penetration force test and all samples passed testing with results falling within the acceptable range. 30 retain samples were subjected to visual testing for damaged rear barrel. All 30 samples passed testing showing no evidence of damaged rear barrels. Therefore, this complaint for ¿unit fell apart as [customer] was drawing blood¿ cannot be confirmed based on retain sample testing results. 30 retain samples were subjected to retraction-lockout testing. All 30 samples passed testing showing no evidence of retraction-lockout. Therefore, this complaint for separates (fell apart during use) cannot be confirmed based on retain sample testing results. Furthermore, the customer samples, along with 30 retention samples from each lot were subjected to an evaluation for sufficient IV lube coverage on the IV cannula and the customer¿s indicated failure mode of sufficient IV lube coverage (painful venipuncture) was observed. Therefore, bd is able to confirm the customer¿s reported failure of painful venipuncture from the retain sample testing for lots 2019828 and 2019828 and from the customer sample testing results for IV lube coverage testing. Bd determined that the root cause was attributed to preventative maintenance within the manufacturing process. The device history records for the aforementioned lots were reviewed with no issues being identified. There were no related quality notifications and, all process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the unit fell apart as she was drawing blood from a patient. The following information was provided by the initial reporter. The customer stated: "it was reported that needle feels dull for venipuncture. Statement in customer email: two of my fcs clinics, bradenton cancer center and lakewood ranch are having issues with the 21g butterfly needle. They said they are having a hard time penetrating the skin. The needle feels really dull. One of the phlebotomists, shante byrd from bradenton, said the unit fell apart as she was drawing blood from a patient.¿

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the unit fell apart as she was drawing blood from a patient. The following information was provided by the initial reporter. The customer stated: "it was reported that needle feels dull for venipuncture. Statement in customer email: two of my fcs clinics, (B)(6)cancer center and (B)(6)are having issues with the 21g butterfly needle. They said they are having a hard time penetrating the skin. The needle feels really dull. One of the phlebotomists, shante byrd from bradenton, said the unit fell apart as she was drawing blood from a patient.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 29-mar-2022. H6: investigation summary: bd received a total of 152 customer samples for review and analysis from lot 2019828. To investigate the customers alleged failure mode of barrel separation 30 retain samples were subjected to visual testing for damaged rear barrel. All 30 samples passed testing showing no evidence of damaged rear barrels. Therefore, this complaint for ¿unit fell apart as [customer] was drawing blood¿ cannot be confirmed based on retain sample testing results. 30 retain samples were subjected to retraction-lockout testing. All 30 samples passed testing showing no evidence of retraction-lockout. Therefore, this complaint for separates (fell apart during use) cannot be confirmed based on retain sample testing results. The device history records for the aforementioned lot were reviewed with no issues being identified. There were no related quality notifications and, all process and final inspections comply with specification requirements.